Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive and failed battery. It was reported that the insulin pump rejected new battery. The insulin pump will be returned for analysis.